Manufacturer narrative:
The device has not been returned for eval. Should new info become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high bg levels (266 mg/dl) prior to changing their site and tubing. After the site and tubing change their bg levels came down immediately. During troubleshooting it appears that the insulin pump was functioning as expected.